Event description:
A request for a battery life calculation was received from a physician's office and review of the programming/device diagnostic history provided revealed that a faulted systems diagnostic test occurred resulting in the patient's output current being decreased to 0 ma. A final interrogation was not performed at the end of the visit to ensure that the settings were correct. The setting change was not corrected until a follow up visit. There were no reports of any patient adverse events as a result.

Manufacturer narrative:
Method: review of programming history.